Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture, ¿the patient said it feels tight and firm¿. The device has been explanted and replaced.

Event description:
Healthcare provider reported a left side rupture, ¿the patient said it feels tight and firm¿. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in anterior side assessed as fold flaw opening and three patterns along the same edge (anterior and radius) assessed as smooth opening. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Wear abrasion are observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted." Additional, changed, and/or corrected data.